Manufacturer narrative:
This lead will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during a device procedure after implanting this lead the lead dislodged. A revision took place to reposition the lead but it was not stable, thus a new lead was used. This lead will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a device procedure after implanting this lead the lead dislodged. A revision took place to reposition the lead but it was not stable, thus a new lead was used. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.